Event description:
It was reported via repair work order that the stretcher had flat casters that could potentially result in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR was issued without the PMA/510(k)# included. This follow-up MDR report includes the PMA/510(k)#.

Event description:
It was reported via repair work order that the stretcher had flat casters that could potentially result in reduced braking force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.